Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and opening curved on anterior. A visual and microscopic analysis was performed which identified creases fold, wear abrasion, stress marks and striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and rupture. Device has been explanted.